Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a motion sensor test failure from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they attempt to clear the alert, but the pump immediately reoccurs. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery. Unable to confirm error alarm due to erased history file. No alarms noted. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners, cracked belt clip slot and cracked battery tube threads.